Event description:
On (B)(6) 2011, pt reported insulin does not come out of the connector part of the infusion tube and it becomes out of the base of the needle instead. Blood glucose has elevated to the 300 mg/dl range as a result, and normal blood glucose is below 150 mg/dl. Pt changed the infusion tube and blood glucose decreased immediately. Pt noticed this concern when completing the prime procedure and continued to use the infusion tube. Infusion set was in use for 1 hour before blood glucose increased. There was no physical damage to the connector or tube. Infusion set was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue.